Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent a treatment of chronic type b thoracic aortic dissection. Abdominal aorta was highly torturous and it was difficult to advance a guidewire to the intended position so that the physician used a pull-through technique and implanted two gore conformable tag thoracic endoprostheses (tgu313110j/12508009, tgu404015j/12329795). It was revealed that blood flow into the false lumen was excluded post deployment. The final angiography did not show a retrograde type a aortic dissection at that time. On (B)(6) 2014, the patient felt something uncomfortable with her chest and CT angiography revealed the retrograde type a aortic dissection. Dissection expanded to the apex of the heart, but did not include the areas around the aortic valve and coronary arteries so that the patient seemed to be stable. On the same day, the physician performed an ascending-arch aortic replacement procedure to treat the retrograde type a aortic dissection. The physician removed the ascending-arch aorta and replaced it with a surgical graft. The proximal end of the surgical graft was sutured with the native aorta and the distal end with the stent graft that is proximally implanted (tgu404015j/12329795). The procedure was completed without any issue and the patient was stable. The follow up of the patient still continues and the patient's condition is recovering. It was reported that the tear was shown in the inner curve of the aortic arch, leading to the retrograde type a aortic dissection. Also as per report, the physician stated that much tension being put on the vessel wall by pull-through technique and the patient's frail vessel due to steroid administration could have caused the aortic dissection. However, the physician did not clearly know whether the aortic dissection was a device-related event and that the aortic dissection was caused by the pull-through technique or by the hemodynamic change due to the loss of blood flow into the false lumen by implantation of the stent grafts.